Event description:
Complainant alleged that during biomed testing, the device's video display and control functions do not operate, however, power up tones are heard. Complainant indicated that there was no patient involvement in the reported malfunction.